Manufacturer narrative:
Citation: moscarelli et al. The effect of surgical versus transcatheter aortic valve replacement on endothelial function: an observational study. Int j surg. 2019 jan 28; 63: 1-7. Doi: 10.1016/j.ijsu.2019.01.014. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the effect of surgical versus transcatheter aortic valve replacement on endothelial function. All data were collected from a single center between november 2015 and september 2017. The study population included 60 patients (predominantly female, mean age 81.1 years), 30 of which were implanted with medtronic corevalve evolut r transcatheter valve and 30 with a medtronic mosaic surgical valve. No serial numbers were provided. Among all patients, one patient died during the transcatheter valve implant procedure after ventricle perforation followed by unsuccessful sternotomy and surgical correction. No further details were provided on this death. Based on the available information, medtronic product may have caused or contributed to these deaths. At 90-day follow-up, there were two deaths related to cardiac causes in the transcatheter valve group. No further details were provided on these deaths. Based on the available information, medtronic product did not likely cause or contribute to these deaths. Among all transcatheter valve patients adverse events included: permanent pacemaker implant, transient ischemic attack/stroke, and new atrial fibrillation. Among all surgical valve patients adverse events included: new atrial fibrillation. Based on the available information medtronic product may have caused or contributed to these adverse events. No additional adverse patient effects or product performance issues were reported.